Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the initial call recording which a customer care advocate (cca) reviewed for medical surveillance. The patient stated that the alleged product issue occurred on (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿450mg/dl¿ with the subject meter and ¿329mg/dl¿ on another device within 30 minutes of one another. The patient manages their diabetes with insulin (no adjustments), and denied making any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. An unspecified period of time in relation to this alleged product issue occurred the patient had experienced the symptom of ¿disoriented¿ and as a result of this symptom the patient received insulin from the emergency medical services. The patient¿s blood glucose was measured as ¿329mg/dl¿ on the ems meter. No further information regarding this treatment was provided. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The medical surveillance specialist (mss) determined that the blood glucose readings provided do, in fact, exceed lfs¿s criteria for accuracy. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient received insulin from a healthcare professional, the treatment which was provided correlates with the subject meter reading which the patient alleged was inaccurately high. This complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.